Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that he experienced high blood glucose levels around 400 mg/dl. The customer's doctor took him off the insulin pump. They could not bring his blood glucose level down. The device was not returned.